Event description:
It was reported that the patient underwent a surgery for unknown reason involving a previous sling. A new artificial urinary sphincter (aus) was implanted. No further information was reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to any product anomaly cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the sling mens instruction for use document, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgery for unknown reason involving a previous sling. A new artificial urinary sphincter (aus) was implanted. No further information was reported.